Event description:
Potential for injury associated with solara3g manual wheelchair tilting on its own due to the teeth jumping on the rack. This event could eventually lead to user becoming stranded in a tilt position.